Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant atrial capture and sensing could not be confirmed of the right atrial (ra) lead, presenting electrograms (egm) suspicious of atrial activity under-detected. The ra lead remains in use. No patient complications have been reported as a result of this event.